Event description:
The manufacturer service technician reported that the device was missing a ceramic ball from the locking mechanism. The event occurred during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.